Manufacturer narrative:
Evaluation of the subject product found the barrel insert had detached from the distal end of the device. The tabs on the end of the cannula did not appear to have been crimped to retain the barrel insert. This resulted in the barrel insert detaching. Root cause has been confirmed to be a manufacturing deficiency with the device. A review of the manufacturing records was performed for the subject lot and found that the lot was manufactured to specification. To date this is the only reported complaint for this production lot of (B)(4) units released for distribution in may of 2018. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was alleged per the user facility that pieces of the optifix fixation system broke off into the patient during a laparoscopic ventral hernia repair with use of the bard/davol ventralight st with echo ps 6" circle while firing into the soft peritoneum. Five fasteners were deployed successfully prior to the reported malfunction. The broken pieces were retrieved with no harm to the patient. It is unknown at this time what broke; however, the contact alleged that the broken piece was definitely not a fastener.

Manufacturer narrative:
The optifix device is being returned for evaluation. However, at this time davol has not received the device. At this time a root cause determination cannot be made. To date this is the only reported complaint for this production lot of (B)(4) units released for distribution in may of 2018. A review of the manufacturing records was performed for the subject lot and found that the lot was manufactured to specification. If/when the sample is received and evaluated, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was alleged per the user facility that pieces of the optifix fixation system broke off into the patient during a laparoscopic ventral hernia repair with use of the bard/davol ventralight st with echo ps 6" circle while firing into the soft peritoneum. Five fasteners were deployed successfully prior to the reported malfunction. The broken pieces were retrieved with no harm to the patient. It is unknown at this time what broke; however, the contact alleged that the broken piece was definitely not a fastener.